Manufacturer narrative:
The insulin pump had a blank display due to corroded electronics assembly. The button/keypad anomaly, unexpected restart and no delivery tests could not be performed due to the blank display. The device had cracked battery tube threads, cracked reservoir tube lip and cracked case window display corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call on (B)(6) 2013 that the insulin pump alarmed no delivery during prime and alarm was recurring. The customer was advised to disconnect and reconnect the tubing and reservoir and prime; he stated insulin did exit and the device did not alarm no delivery. He was advised the device was working as designed. Blood glucose value was 89 mg/dl. He called back the next morning to report that he fell into a river the day before in the afternoon and the insulin pump alarmed unexpected restart. Then when waking up that morning, he found the display was blank. He changed the battery and was trying to set up the time/date but noticed only the act and esc buttons were responding. Blood glucose value was 393 mg/dl; treated with manual injection. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.